Manufacturer narrative:
Continuation of d10: patient product ID 97755-s serial# (B)(6) product type recharger. Analysis of the [recharger], model [97755-s], s/n (B)(6), found electrical failure - poor recharge quality message. The arrow is rubbing off. This does not impact the functionality of the recharger. Record the two values: - the highest number (100) - the low number (100). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6). Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported for the last few weeks they had been having issues charging their implanted neurostimulator. Patient said they could charge the controller, but it would drain out and out in just a few hours. When trying to charge the implant, patient said they would get a screen that said to wait until the highest number came up and then a little number box would come up but it wouldn't do anything. Patient also said the recharger paddle got kind of warm last night. During the call, patient reset the controller and confirmed no visible damage to the equipment. Patient then attempted to start a recharge session of their implant, but reported seeing no device found. Patient pressed continue and reported controller battery was too low and needed to be recharged. Patient plugged controller back into the ac power supply and confirmed the green light was flashing above the screen. Patient will continue to recharge controller and then call back for further troubleshooting. Patient stated the issue had gotten worse over the last few weeks. Pt called back for further troubleshooting. During call pt was attempting to charge the ins and was in passive recharge mode. The pt got recharging excellent. The controller was at 90% and the ins was in the red.

Manufacturer narrative:
B5 has been updated. Additional information has been received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Re-opened re-assigned case to send a request to repair for recharger replacement. Pt called back repeated events that has already been reported. Patient said they could charge the controller to 100% but the implant battery will only charge for 30-40% and they are needing to charge the controller again. The issue was not resolved. A request was sent to repair for recharger replacement.